Event description:
Customer reported unexpected negative reactions on the abs2000. An rh positive patient was reported as rh negative on the abs2000. The patient was not transfused as a result of the mistype.

Manufacturer narrative:
In-house samples of known rh phenotypes were tested with retention gamma-clone anti-d (monoclonal blend), lot dmb68-1and anti-d (monoclonal blend) series 4, lot 504693 and series 5, lot 505546. The expected reactivity was observed in all testing. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.